Event description:
Svc lead impedance warning on (B)(6) 2024 on-going, parameters/lead trend attached. Svc is programmed off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).